Event description:
It was reported that the patient presented for a follow-up visit in the clinic. Transmissions showed that the left bundle branch area pacing (lbbap) right ventricle (rv) lead exhibited an elevated pacing threshold. The rv lead was explanted and replaced. The patient was in stable condition.